Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.5-12.0cm from the connector pin and at 47.8-47.9cm from the distal tip, consistent with lead friction to the device can. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.